Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the seal of the first device used was damaged. Then they used another device and while using the clip machine, it started to leaked after using the clips in the cystic duct. The cannula broke and air or gas leaked from the seal. To resolve the issue, the cannula was changed. It was reported that there was no patient injury.